Event description:
It was reported that a leak occurred from an unspecified location described as ¿spill on the homechoice¿. The patient was not connected at the time of the event. This occurred during an unspecified process step of automated peritoneal dialysis therapy. Renal therapy services provided trouble shooting steps over the phone and discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number was not available. However, the complete primary ID was not available. E1: initial reporter postal code: (B)(6). G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: vantive healthcare - singapore. 2 woodlands industrial park d, singapore, 738750, singapore. Vantive healthcare - tunisia. Route de chebbaou, 2021oued e, tunis, 55555, tunisia. H11: the device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.